Event description:
Boston scientific received information that this product was part of a lead revision due to an initial allegation of infection. It was noted that the patient had a systemic infection and it was believed the leads were the source of the infection. The patient later underwent a procedure for an aortic valve repair. During the procedure, the leads were tested for infection and no infection or bacteria was found; however, the physician elected to extract and replace the leads. The patient's device remains implanted with the new leads. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.